Event description:
It was reported that the patient experienced pain "mostly all the time" with the current device "and the protusion" with the current device seems to be more than the previous one. No redness or swelling was observed at the implant site and patient understands from physician that the device is functioning fine. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.